Manufacturer narrative:
At this time no conclusions can be made as to the bard/davol bard mesh pre-shaped w/ keyhole and the allegations of device failure by the attorney. The information provided alleges that the patient underwent an additional surgery in which the medical provider noted,"the mesh had engulfed the inguinal region and ¿had created a ball¿, which was removed and a ¿seroma in place which was quite thickened and scarred¿, which was removed as well" however, no medical records have been provided. A review of the manufacturing records is in process. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016:the patient underwent a laparoscopic right inguinal hernia repair and was implanted with a bard/davol bard mesh pre-shaped w/ keyhole to repair the hernia defect. On (B)(6) 2018: the patient underwent an additional surgery to remove the bard mesh pre-shaped w/ keyhole. The mesh had engulfed the inguinal region and ¿had created a ball¿, which was removed. The surgeon noted that there was a ¿seroma in place which was quite thickened and scarred¿, which was removed as well. The existing hernia was repaired without mesh. The product implanted in patient failed to reasonably perform as intended. It caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgeries to repair the hernia that the product was initially implanted to treat. Thr patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective keyhole mesh.